Event description:
Pdc received a call on (B)(6) 2013 reporting medical intervention that occurred on (B)(6) 2013 at 3:30am. Pts son (sc) called paramedics because his mothers meter was reading high at 277 mg/dl. Pt (rr) was cold and sweating needing a fan. She was also nervous and felt bad. Paramedics arrive in 2 minutes. While waiting on paramedics pt was lying down as if not responding. Paramedics performed blood glucose test and reading was 50 mg/dl. Approximately 5 minutes between testing with prodigy meter and paramedics meter had lapsed. Pt did not go to emergency room. Paramedics let her eat peanut butter sandwich and drink orange juice. After she ate the sandwich and drank juice, paramedics waited 15 minutes and tested her again. Paramedics blood test was 71 mg/dl and prodigy meter's blood test was 103 mg/dl. Replacement meter was approved and provided for shipping.

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 0.8ua<55ua. Pass. The working voltage test is 400.1mv(400+/-3mv). Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.